Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Patient did receive one shock previous to this event. Technical services (ts) suggested reprogramming options. At this time, this ICD remains in service and there were no additional adverse patient effects reported.